Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient has not been feeling well. A check on the device reveals that the right ventricular (rv) lead has t-wave oversensing (twos). The patient was noted to have frequent premature ventricular contractions. The lead remains in use. No further patient complications have been reported as a result of this event.